Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion and occlusion tests due to the completely broken off reservoir tube lip. No missing segments/partial display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the top part of the reservoir compartment broke off and her reservoir fell out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.